Manufacturer narrative:
The customer called technical assistance center (tac) and reporting the issue with the no image, the customer powered cycled the video processor, and this cleared the error and is now getting an image and also the tac advised to check the connection of the cables in the back maj-1933 and maj-1941 and provided case number and instructed to call back if the issue returns. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The reported issue occurred during set up for use. There was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.